Manufacturer narrative:
Correction: e1 - (B)(6) should have been included on the initial report. Correction: h4 - aug 20, 2020 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the ccd cable is broken or the ccd is damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device inspection it was observed that there was a noisy image as well as a disappearing image due to a breakage of the image sensor. It was also observed that the bending section cover adhesive is missing due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus on behalf of the customer the endoeye flex deflectable videoscope had a ¿defective and noisy image.¿ upon return and inspection, it was observed that the image disappears. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information received related to the event. Updates to b3 and b5. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information received regarding the event. The phenomenon occurred during an unknown therapeutic colon procedure with no impact to the patient. The procedure was delayed (length unknown) when changing to a similar device and completed successfully.